Manufacturer narrative:
The reported events were lead dislodgement, undersensing, inadequate capture, high pacing impedance, and failure to connect. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood. The reported events of under-sensing, inadequate capture, and high pacing impedance were not confirmed. Electrical testing found no indication of conductor fractures or internal shorts. The reported event of failure to connect was not confirmed. The connector pin was able to be inserted and removed from the device header with no restrictions. Visual and x-ray inspections of the lead found no anomalies.

Event description:
It was reported that the patient presented for post-procedure. Upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance, undersensing, and high capture threshold. A fluoroscopic examination was performed, and it was suspected that the lead connection was loose. The connection was redone, and upon further examination, the rv lead was still exhibiting a high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.